Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent surgery for repair of cranial defect on (B)(6) 2017 was admitted to the emergency room on (B)(6) 2018, with an infection and was subsequently revised that day. The peek psi implant and an unknown number of unknown plates and screws were removed to allow the active infection to heal; no additional implants were placed. The surgery was successfully completed with no intraoperative events or surgical delays. The patient will be revised once she has healed. The device is not available for investigation. This complaint involves three (3) devices. This report is for one (1) peek implant. This is report 1 of 3 for (B)(4).